Event description:
Rec'd medwatch from cdrh that states, "preterm infant on intravenous therapy with total parenteral nutrition fluids. Intravenous fluids noted to be leaking at "t" connector site on intravenous set. "T" connector noted to be cracked. "T" connector replaced with another. Infant's blood sugar obtained and 50." The intravenous tubing was changed and reconnected to the pt and the blood sugar returned to normal levels, no dextrose bolus was required.